Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: can you please clarify, what was done to address the tissue when it was "bleeding enough. "? Were there any patient consequences due to the event? If yes, please explain. There were no consequences for the patient due to the event.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: just for clarification, when the staples in the cartridge did not come out of the cartridge reload was any tissue cut? The part of the staples from the cartridge came out, and of course the knife came out and cut the tissue. Did the device cut, but not staple the tissue? Yes, the device cut the tissue, but the staples staple the tissue only partially so the tissue was bleeding enough. Or, did the device lock-out (no staples deployed and no cut line started)? No.

Event description:
It was reported that the cartridge in the instrument did not work. The staples in the cartridge have not gone out. Patient consequence? No.